Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
A patient reports while activating a pod, upon removal if the needle guard the cannula was found to have deployed early. The patients reported blood glucose level was between 120 mg/dl and 180 mg/dl. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Inspection of pod data indicated that the pod only delivered 48 pulses before deactivation, all of which were in first prime. Inspection of the drive mechanism assembly found that the ratchet gear was incorrectly installed. The firing flat and release bar aligned prematurely, resulting in the needle mechanism deploying early. The incorrectly installed ratchet gear is confirmed as the root cause of the reported event.